Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 she was hospitalized for diabetic ketoacidosis. The patient stated that she was on antibiotics for a sinus infection and thought that she was not feeling well because of the sinus infection; however, the patient also noted that she had been having recurring occlusion alarms during bolus delivery for the past one to two weeks despite multiple infusion set, insertion site, and cartridge changes. The patient stated during that time her blood glucose (bg) was around 200mg/dl but she was not concerned about it at that time. The patient then stated that on (B)(6) 2013 she began not feeling well and experienced blurred vision, extreme thirst, and frequent urination. The patient did not provide any bg values for (B)(6) 2013. The patient stated that on (B)(6) 2013 her bg was reading "high" (>600mg/dl) on the meter and she was admitted to the cardiac unit of the hospital with bg over 600mg/dl. The patient stated that the pump was disconnected and she was placed on an insulin drip. The patient was reportedly placed back on the pump on 01/18/2013. The patient's bg reportedly remained around 200mg/dl due to being on steroids. The patient reported that when she re-started the pump, the occlusion alarms started again. The patient was reportedly discharged home on the pump on (B)(6) 2013 with bg of 109 mg/dl. The patient noted that she changed supplies twice that day after being discharged and occlusion alarms persisted. Troubleshooting did not indicate any site, set, or cartridge issues. The patient stated the issue is with the pump, and not the site or supplies. The patient stated she is going on a back-up plan of syringes due to multiple occlusion alarms and requested a pump replacement. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy allegedly due to repeated occlusions. It is unclear at this time if the reported sinus infection was a cause or contributor in the alleged bg excursion.

Manufacturer narrative:
Recurring occlusion alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: multiple occlusion alarms were observed in the black box history; occlusion alarms were preceded by a rise in force. A review of the black box history revealed the time and date reset to factory settings followed by a power on reset on (B)(4) 2013 at 10:35pm. The time was manually set to 11:17am on (B)(4) 2013. The total daily dose was found to be inconsistent due to the time/ date reset issue and multiple occlusions. The rewind, prime and load steps were successfully performed on the pump with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An occlusion was induced during testing; the pump emitted the appropriate visual and audible "occlusion detected" alarm. The force sensor was found to be within calibration. No occlusions occurred during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the display screen was found to be dim; the letters were found to have a red hue.